Manufacturer narrative:
One used 6 fr angio-seal vip device was received for product evaluation. No accessory components were received with the device. The returned device was subjected to visual analysis. Minimal blood like substance was present on the device. The hemostatic sheath was mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. 1.25" of the suture was visible from the hemostatic sheath. This section of the suture contained the clear shrink wrap marker. The distal end of the suture was frayed. For functional testing, force was applied to the exposed suture. No additional suture became visible. The tensioner was then removed from the device cap and examined. There was no suture remaining on the tensioner. There is no evidence that this event was related to a device defect or malfunction. The complaint could not be confirmed as when the tensioner was removed from the device cap there was no suture remaining to be unraveled on the tensioner. The suture was pulled to its full length.

Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device has been returned to the for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported there was a problem with the suture of the angio-seal vip. As soon as the angio-seal was deployed, the suture did not seem to release, so the doctor could pull the angio-seal out to deploy it completely, for the suture to be cut. With the pull back, the suture got stuck and could not be pulled to its full length. There was no harm to the patient and there was no additional intervention reported. Additional information was received on february 13, 2018. Manual compression was applied to achieve hemostasis. All of the products in the cathlab were used with the product. There was no blood loss reported.